Manufacturer narrative:
A manufacturing device history review (DHR) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. The device was received without a power cord. Functional testing confirmed the complaint. The root cause of the reported issue was found to be a faulty heater. The faulty heater and damaged exit muffler were replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was an over temp/audio alarm. No patient injury was reported.